Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient reports alarms every time he connects his controller white cable to the power module or battery. The patient stated that there are loose wires at the end of the controller white cable, and the patient had to tape it. The patient also reported that one of the batteries is discharging much sooner than the other one. The data review showed multiple low voltage alarms. A log file review was requested. The log contained some low battery advisory alarms due to normal battery depletion. The log file captured power cable disconnect/no external power event during power change. At times patient is waiting too long to replace the battery. For the batteries that are discharging sooner, technical services asked to please check the calibration of the battery, and calibrate it if needed. Technical services stated that if the controller¿s white power lead is exposed, rescue tape should remedy the issue or replace the controller at your own discretion. There were no other unusual events seen within the log file. The vad is functioning as intended. It was reported that the customer will be replacing the controller. It was reported that the controller was discarded and will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a power cable disconnect alarm, no external power alarm, and damaged to the power cables was confirmed. A review of the submitted log file spanned approximately 22 days ((B)(6) 2020 ¿ (B)(6) 2020 per time stamp). On (B)(6) 2020 at 21:14 while the controller was connected to batteries, there was a power cable fault on the white power cable not associated with a power source exchange. The power cable disconnect alarm activated with these events as well. The alarm cleared shortly after. The no external power alarm activated on (B)(6) 2020 at 16:11 due to both power cables being disconnected simultaneously during a power source exchange. The alarm cleared seconds after activating when power was restored. The backup battery was able to provide power to the controller during this event. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The customer sent a picture of the controller¿s power cables which showed both damaged strain reliefs and a superficial slice in the white cable. System controller, serial (B)(6), was not returned for analysis and was discarded. A root cause for the reported no external power alarm cannot be conclusively determined through this analysis; however, it is consistent with user error by disconnecting both power cables simultaneously. A root cause for the power cable disconnect alarm and the damage was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot power cable disconnect and no external power alarms. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.